Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a consumer regarding an (B)(6), female patient who was receiving dilaudid and morphine (doses and concentrations unknown) via an implantable pump for non-malignant pain. On (B)(6) 2015, a nurse came to the patient's house to fill her pump at 11am. The nurse put in 39cc of morphine and dilaudid. About 2.5 hours later, the patient went into convulsions and went out. Medication was put directly into her body and it almost killed her. The patient's husband called 911 and the patient was rushed to the nearest hospital. The patient had been overdosed on narcotics. The patient was kept in the hospital until (B)(6) 2015. A week later, they put 20cc of saline in the pump and turned the pump down to minimum rate. The patient came back, they withdrew the saline and barely any had been used. The patient had gone 5 days without pain medication. On (B)(6) 2016, the patient went back to the doctor to fill the pump again with saline. The doctor said the reason for the overdose was the nurse had missed the port and filled the pocket. On (B)(6) 2016, the patient could not walk and was hurting so bad in the back and legs. The patient then took a pain pill. The patient wanted the pump taken out, but she didn't think she could live without it and was rethinking it. The patient was on oxycontin until they could check the saline. The patient was concerned to get it refilled again because if it happens again she said she will die. The patient wanted to get a dye study to know the pump wasn't leaking. The patient noted the pump was pointed upwards and wanted to know if that made a difference in refilling it. If additional information becomes available, a follow-up report will be submitted.